Event description:
The fr3 is failing its self tests. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Event description:
The fr3 is failing its self tests. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.